Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/12/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 10/29/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014 (in the evening) the patient reportedly obtained blood glucose readings of ¿480 and 183mg/dl¿ with the subject meter, performed more than 20 minutes of each other. The patient manages her diabetes with insulin pump therapy; however, the patient denied taking any action in response to the reported meter issue. According to the csr¿s documentation at an unspecified time that evening the emergency medical services (ems) was contacted, the patient obtained a blood glucose reading of ¿44mg/dl¿ with the ems¿s meter, and the patient administered glucose tablets/glucose gel as self-treatment. It would have been helpful to know the following information: the time of day the patient obtained the blood glucose readings of ¿480 and 183mg/dl¿ with the subject meter; what action, if any, did the patient take in response to the ¿480mg/dl¿ reading; if the patient was already symptomatic at the time the alleged inaccurate erratic issue occurred and if so, what was the patient¿s blood glucose reading with the subject meter; what was the reason for contacting the ems later that evening; if the patient had tested with the subject meter before and after the ems arrived, and if so, what are the readings; and what additional treatment, if any, the patient may have received from ems. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.